Event description:
After 21 months of implantation, this device was explanted and returned because it was reported that during an interrogation a message was displayed in regards to rapid battery depletion. There was a significant decrease in the battery voltage; therefore, the device was explanted in 2006.